Manufacturer narrative:
Results: no product will be returned for evaluation.

Event description:
In late 2008, the pt reported that she is traveling and her blood glucose has been elevated since two days prior. She stated that her blood glucose is "hovering" at 450-500 mg/dl and she is not able to lower it below 200 mg/dl. Her most recent blood glucose reading was 428 mg/dl 2 hours prior to the report and she felt irritable, thirsty, and dehydrated. Troubleshooting did not reveal any product issues. She was advised to contact her physician regarding injection therapy while traveling. Upon follow up two days after the original date, the pt stated that she continued to bolus with the infusion device and her blood glucose "improved." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.